Event description:
Patient underwent uneventful ilasik on (B)(6) 2012. Patient presented at the post-op with epithelial ingrowth on the left eye (os). Visual acuity sans correction (vasc) was 20/20 right eye (od) and 20/20-1 os. Patient was brought to the center, flap lifted and epi ingrowth was removed. Patient seen on (B)(6) 2013, vasc was 20/40 os. Bandage contact lens in place.

Manufacturer narrative:
(B)(4). Evaluation conclusion: - customer is only reporting this event and did not request field service or clinical support. Placeholder.